Event description:
The patient underwent lead revision surgery due to low impedance. The suspect device has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
The patient underwent vns generator replacement due to battery depletion. After the new generator was implanted, system diagnostics showed low impedance. It was noted that pre-op diagnostics were ok. Lead pin reinsertion was attempted and the impedance remained low. While the tc went to go get an accessory pack to do generator diagnostics, the surgeon decided to open another generator, which also showed low impedance. Generator diagnostics were performed with both new generators, and impedance was ok. When the old generator was reconnected to the leads, ok impedance was seen again. At this time it was concluded that there was likely an issue with the lead since generator diagnostics were ok on both new generators. The lead revision was not completed at that time. No additional relevant surgical intervention has occurred to date. No additional relevant information has been received to date.